Event description:
A nurse reported that a vitrectomy probe did not cut. A new probe was taken and the operation was completed successfully. There was a delay during surgery of 3 mins, but the surgeon did not find it clinically significant. There was no pt impact. Add'l info has been requested, but not received to date.

Manufacturer narrative:
The device was received by a company rep and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. Add'l info has been requested but not received to date. (B)(4).